Manufacturer narrative:
On november 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 355cc breast implant has white opacities within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The white opacities inside of the implant as observed in the samples returned are related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported opacities of breast implant silicone gel in vivo in the scientific literature. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast redness and swelling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast reconstruction with two 355cc mentor memoryshape breast implants, suffered left breast redness and swelling, post-procedure. As a result, the patient underwent implant removal on (B)(6) 2021. Upon removal of the implant, it was noted that there was a white substance inside the implant. It was also reported that the patient had developed infection. There was 5cc of pus in the pocket surrounding the implant.